Manufacturer narrative:
Investigation summary: the incident unit was returned for evaluation. Upon inspection, engineering found that the unit was partially retracted and the bag had been detached. Further inspection confirmed a small tear near the bottom of the bag away from the seam. The root cause of the cut in the bag remains unknown. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The instruction for use (IFU) state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Event description:
Lap apply - "dr (B)(6) placed the appendix into the pouch and while he was trying to pull out the pouch and appendix, the bag ripped at the seam and the appendix fell out, back into the abdomen. (This statement was provided to me when I went to (B)(6) on (B)(4) 2013.)"

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.